Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failing. A field service engineer (fse) checked all connections and was looking good but still not opening and not firing and the matrix drawer liner was rubbing top of drawer housing, causing it not to open, then the fse manually opened and adjusted matrix drawer liner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.